Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00039. Concomitant medical devices: articular surface fixed bearing (cr) right 11 mm height catalog#: 42522000511 lot#: 63749795. Tibia cemented 5 degree stemmed right size f catalog#: 42532007502 lot#: 64019696. All-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 63965792. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately 28 months post-implantation due to stiffness. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified signs of being in-vivo. No other findings were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.